Event description:
The reporter indicated that an implantable collamer lens of unknown model and size was implanted into the patient's right eye (od) on an unknown date. Elevated iop and narrow angles were reported. The lens remains implanted and the patient does not want the lens to be removed. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated that 13.2mm vticm5 13.2 implantable collar lens of -13.5/1.0/129 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on an unknown date. Elevated iop and narrow angles were reported. The lens remains implanted and the patient does not want the lens to be removed. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).